Event description:
Same case as MFR report #6000093-2007-02315 and #6000089-2007-01673. It was reported that following a coronary artery drug eluting stenting treatment procedure, thrombosis occurred. The target lesion was in the left anterior descending artery (lad). The mid to distal lad was pre-dilated with a 1.3x10mm non-bsc balloon catheter at 10 atmospheres (atms), a 2.0x10mm non bsc at 10 atms, and a 2.5x12 non-bcs at 12 atms. The physician attempted to implant a 2.5x12mm taxus express2 drug eluting stent (des) in the distal lad, but the device would not cross the lesion so the physician implanted the 2.5x12mm taxus express2 des in mid lad at 8atms. A 2.5x24mm taxus express2 des was implanted in the proximal lad at 14 atms. A 3.0x20mm taxus express2 des was implanted at the left main trunk (lmt) at 14 atms. The 3 taxus express2 des overlapped one another and were postdilated with an unknown type balloon. Intravascular ultrasound (ivus) and coronary angiography (cag) confirmed stent placement were all well positioned and well apposed. The angiography confirmed the distal lad was "narrow" with timi grade was 3 flow. The decision was made to treat the distal lad with drug therapy. There were no complications reported and the patient was discharged the next day. A week later, the patient emergently returned to the hospital with st-elevation in avr as well as st-depression in unspecified leads. Thrombosis was confirmed in the lmt. Blood flow to the lad and lcx was blocked by the thrombosis inside the (3) taxus express2 des as well as in the (2) non-bsc des. Thrombus was aspirated by an 8f non-bsc aspiration catheter. Sigmart as well as 12000u of urokinase were injected. A 2.5x15mm non-bsc balloon catheter was advanced to the lad, and a 2.5x10mm non-bsc balloon catheter was advanced to the lcx with "kissing balloons" technique performed. Thrombus was again aspirated with the 8f non-bsc aspiration catheter with residual thrombus noted in the lmt. Timi grade 3 flow was noted. An intra-aortic balloon pump (iabp) was inserted and the procedure was completed. The next day, attempts to aspirate the remaining thrombus with a non-bsc aspiration catheter was unsuccessful. Timi 3 flow was noted. Two days later, the patient was put on a respirator for unknown reasons. Three days later, angiography confirmed the residual thrombus had resolved. The patient was asymptomatic with their condition listed as "stable". Over the next 8 days the iabp was removed and the patient was able to be weaned off the respirator. At present, the patient remains hospitalized. The patient has undergone rehabilitation and the patient's current condition is "improved".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.